Event description:
Conmed japan reported on behalf of the customer that the y1802, y-knot flex 1.8mm all-suture anchor device was being used during a knee meniscus preservation surgery procedure on (B)(6) 2024 when it was reported ¿y1802 was used for knee centralization under doctors¿ surgery. At that time, the fork part at the tip of the inserter was damaged. Damaged metal remains in the body.¿ further assessment questioning found that there was no delay reported and there was no medical/surgical intervention. Currently, it is unknown if there are any plans to remove the fragment from the patient. The procedure was completed without the use of an alternate device. The current status if the patient was reported as unknown. This report is being raised on the reported injury due to the patient retaining a foreign body.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.\ we will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Damaged metal remains in the body¿ was confirmed. Customer complaint was confirmed. Examination of the returned used device, item y1302 confirm the reported problem and found broken off one of the anchor forks. Broken tip was not returned for evaluation. Anchor shaft found slightly bent. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the y1802, y-knot flex 1.8mm all-suture anchor device was being used during a knee meniscus preservation surgery procedure on (B)(6) 2024 when it was reported ¿y1802 was used for knee centralization under doctors¿ surgery. At that time, the fork part at the tip of the inserter was damaged. Damaged metal remains in the body.¿. Further assessment questioning found that there was no delay reported and there was no medical/surgical intervention. Currently, it is unknown if there are any plans to remove the fragment from the patient. The procedure was completed without the use of an alternate device. The current status if the patient was reported as unknown. This report is being raised on the reported injury due to the patient retaining a foreign body.